Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the tip of the phacoemulsification handpiece was loose or dislodged during phacoemulsification. Other surgery details are unknown. There was no information about patient impact. This report pertains to the phacoemulsification tip involve in the reported event. Additional information was requested but non received till date.